Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Additionally, it was reported that the wake button was delayed in responding to touch. During troubleshooting the customer declined to continue. There was no reported adverse impact to the customer¿s blood glucose level.